Event description:
At an unknown date, the patient was implanted with the gore excluder aaa endoprosthesis. It was reported that the device had migrated distally and that the infrarenal neck and right common iliac artery has increased in diameter and the aneurysm had increased from 5.5cm to 6.4cm. No endoleak was reported.

Manufacturer narrative:
Images have been sent to gore for analysis. Device information has been requested, but not provided as of the date of this report.